Manufacturer narrative:
Email : (B)(6). Device evaluation: visual analysis of the returned device identified: underweight, opening, crease fold and white particle in the shell . A microscopic analysis was performed which identify a sharp opening in the posterior and partial delamination of orientation dot assessed as adhesive failure. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening. Partial delamination of orientation dot assessed as adhesive failure. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare provider called to report a left side exchange from textured to smooth due to concern with the product. Healthcare professional later reported capsular contracture, baker grade IV. The device has been explanted.